Event description:
It was reported that during a rectum resection procedure, after firing the doctor found staples were malformed. Added hand sewing to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Evaluation summary: the device arrived in good visual condition and no staples present. The device was reset and reloaded with staples. The device was then cycled, fired, and formed all the staples. Event described could not be confirmed as the staples were noted to have the proper b-formation.